Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous lesion in the distal right coronary artery (drca). A 5x8mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion with resistance met from the anatomy. The balloon was inflated one time to 12 atmospheres (atm), and pressure was held for 10 seconds when the balloon ruptured due to the calcified lesion. The bdc was removed without issue. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.